Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1dtab, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor and a health care professional (hcp). The patient reported that they hadn¿t been getting any relief. The patient reported that the health care professional (hcp) did x-rays and the wiring was in a different location. The patient was asked when they started to experience the loss of therapy and they stated ¿a couple months ago.¿ the patient had surgery on (B)(6) 2020 and they put in a new ins and lead. The patient stated that they had it on the right side now and they put it higher. Additional information was received form the health care professional (hcp) on 2020-aug-07. In response to the inquiry for the device status, the hcp reported that the device had been sent to pathology. No further complications were reported at this time.